Event description:
Our rep reports that during an arthroscopic shoulder repair, the surgeon noted that with the use of the lupine drill guide, metal shavings were falling into the patient's joint space. All of the debris was removed and the procedure was completed successfully without further issue or harm to the patient. Complaint devices discarded by user facility.

Manufacturer narrative:
We believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported conditions was then duplicated. There has been some manufacturing processes changes made to subvert and or greatly reduce this type of event. The phenomena is still under study by the mitek qae group and whenever possible relative failure mode devices will be forwarded to the group to subsidize their study, also mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. When and if the complaint device(s) is received here at depuy mitek, it will be subjected to a root cause failure analysis. If the analysis identifies any other definitive root cause a follow-up report will be filed.